Manufacturer narrative:
Date of event: unknown, not provided, but reported as 1 to 2 weeks post implant. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Patient reported symptoms 1 to 2 weeks post implant. Lens was later explanted on (B)(6) 2017, due to the patient complaining of severe starbursts, halos and glare that interfered with night time vision. There was no incision enlargement performed, no sutures used, and no complications. The lens was replaced with a non-amo lens and the patient was reported as doing good post-operatively. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.